Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Concomitant medical products: model: 5568-45, lead; implanted: (B)(6) 2007. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed an alert for high bipolar pacing impedance. It was noted the rv lead was reused when the patient¿s system was recently downgraded to a cardiac resynchronization therapy pacemaker (crt-p) system. Additionally, it was noted that at the time of the crt-p implant the rv lead impedance was not good in bipolar configuration, so the rv lead was programmed unipolar pace with bipolar sense. Due to the programming at implant the crt-p was unable to complete the implant detect function and therefore was unable to collect data and trends. The patient was seen in-office and the implant detect was turned "off" and no reprogramming of the rv lead was completed. The device and lead remain in use. No patient complications have been reported as a result of this event.